Manufacturer narrative:
Batch review performed on 02 february 2026: lot 2245512: (B)(4) items manufactured and released on 06-feb-2023. Expiration date: 2028-jan-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a knee infection and the pathogen is unknown. At about 2 years post primary, the surgeon performed a wash out and debridement, then elected to revise the poly from 12mm to 13mm believing it would best for the patient. The surgery was completed successfully.